Manufacturer narrative:
Correction: initial reporter health professional - no. Event - omit "the rupture was diagnosed via a biopsy performed 10 years ago that showed free silicone in the patient¿s axilla." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/28/2019, the product investigation was completed. Device investigation summary: during analysis of the device a tear was observed in the posterior view measurement approximately 0.3 cm, within the edges of the rupture an area of siltex cracking was noted on it. Since the second product received is a concomitant device, no further analysis is required. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor siltex round moderate profile 350cc, serial # (B)(4), lot # 6773324. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation with a saline mentor siltex round moderate profile 325cc breast implant and experienced deflation on the left side post-operational. The rupture was diagnosed via a biopsy performed 10 years ago that showed free silicone in the patient¿s axilla. As a result, the patient underwent bilateral device removal on (B)(6) 2019.